Manufacturer narrative:
During analysis, a failure event was observed which was unrelated to the reported event. Final visual examination and analysis found an external insulation abrasion exposing the outer coil located proximal to the cut end of the connector portion lead. The cause of the external insulation abrasion is consistent with friction to the device can. All other damages found are consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.